Event description:
The pt was taken to surgery for removal of an infected tenckhoff peritoneal distal catheter. The pt was admitted to the hospital on (B)(6) 2012 with, sepsis, peritonitis, status post cva, and respiratory failure. The pt was an established home peritoneal dialysis pt and the info regarding the insertion and type of peritoneal dialysis catheter was unk. The pt info from his medical record indicated he had intra-abdominal sepsis as a result of the infected catheter. The pt tolerated the removal of the catheter in surgery without problems and returned to the intensive care unit on mechanical ventilation as he was before surgery. The pt was documented as admitted to the hospital with temperature of 103 and abdominal pain. The pd fluid was cloudy and appeared infected. At time of report, the pt remained in the hospital.